Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and a discrepancy between sensor glucose and blood glucose. The customer reported a blood glucose value of 264 mg/dl and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed for the sensor glucose vs blood glucose, and blood glucose was 264 mg/dl, and sensor glucose is 129 mg/dl, and the difference between blood glucose and sensor glucose is greater than 30%. The customer was informed that the sensor may no longer be responding to glucose changes and was explained possible causes. Troubleshooting was performed for a hyperglycemic event. The customer has been using the insulin pump system within 48 hours of the reported event. The auto mode/smartguard feature was active at the time of the event. The customer declined to continue with troubleshooting. No further patient complications were reported. Product return for mmt-7040c1 is not expected.